Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
It was reported that a home hemodialysis (hd) patient had a dialyzer where "a gush of liquid/blood" [sic] flowed to the venous and arterial chambers causing alarms to go off. The patient was performing their dialysis treatment on a fresenius 2008k@home machine. It was reported that this event resulted in approximately 187 ml of blood loss. A new case of dialyzers (from a different lot) was delivered to the patient and there were no problems with this batch. Despite the blood loss, there was no patient injury reported and there was no report of the patient experiencing any adverse effects or requiring medical intervention due to the event. The sample was said to be available for evaluation.

Manufacturer narrative:
Additional information: b3, d10, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a home hemodialysis (hd) patient had a dialyzer where "a gush of liquid/blood" [sic] flowed to the venous and arterial chambers causing alarms to go off. The patient was performing their dialysis treatment on a fresenius 2008k@home machine. It was reported that this event resulted in approximately 187 ml of blood loss. A new case of dialyzers (from a different lot) was delivered to the patient and there were no problems with this batch. Despite the blood loss, there was no patient injury reported and there was no report of the patient experiencing any adverse effects or requiring medical intervention due to the event. The sample was said to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a home hemodialysis (hd) patient had a dialyzer where "a gush of liquid/blood" [sic] flowed to the venous and arterial chambers causing alarms to go off. The patient was performing their dialysis treatment on a fresenius 2008k@home machine. It was reported that this event resulted in approximately 187 ml of blood loss. A new case of dialyzers (from a different lot) was delivered to the patient and there were no problems with this batch. Despite the blood loss, there was no patient injury reported and there was no report of the patient experiencing any adverse effects or requiring medical intervention due to the event. The sample was said to be available for evaluation.